Manufacturer narrative:
The device was not returned for analysis. Since the device was not returned, we are unable to perform further root cause analysis. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the distal section of the pipeline flex failed to open. The device was not placed in a bend. More than 50% of the device was deployed when it failed to open. The device was resheathed less than or equal to 2 times. No additional steps were made to open the device. The pipeline was resheathed and removed with the microcatheter. No patient injury occurred. The devices were prepared and used per the instructions for use (IFU). This event occurred during the treatment of a left ophthalmicartery. The aneurysm was saccular, unruptured, with a max diameter of 20mm. The distal landing zone was 3.95mm and the proximal was 4.09mm. The anatomy was moderate in tortuosity.